Event description:
A home pt's nurse reported that a home pt was on antibiotic therapy for a peritonitis episode. Reportedly, the home pt was treated with cefazolin 1g intraperitioneal to dwell 4-6 hours twice daily. The home pt's nurse attributed the peritonitis episode to the pt's technique, and does not feel it was associated with baxter product. No hospitalization was required, and based on the absence of symptoms, the nurse concluded that the pt has fully recovered from the infection. No further information was available from the home pt's nurse.